Event description:
Per the clinic, the patient sustained a blow to the head at the implant site resulting in an inability to connect to the internal device. The cochlear implant was evaluated using the integrity test system (date not specified). The results indicated that the device was not functioning according to manufacturer's specifications. The device was explanted on (B)(6), 2010 and the patient was reimplanted with another device during the same surgery.

Event description:
It was reported that during a stent assisted coil embolization procedure, the stent inadvertently deployed during advancement. The physician successfully snared the stent into the guide catheter without any complications. As the physician was retracting a fourth coil it broke (subject device). The proximal section of the coil was removed from the microcatheter. However, as the physician was removing the distal portion of the coil with a snare, two previously implanted coils protruded from the aneurysm. The physician removed the remaining portion of the coil along with the two protruding coils. The procedure was successfully completed and the patient woke up fine and is reported to be in good condition.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)